Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of an error. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was generating an error message. The epg was returned for repair. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer¿s analysis.